Manufacturer narrative:
A specific root cause could not be determined. The calibration and quality control data were within range and a reagent related issue could be excluded. The field service representative went on site. He found an issue with the photometer board. After replacing the photometer board, the problem has not re-occurred.

Event description:
The customer alleged they received questionable creatinine plus ver. 2 (crep) results for one patient on their c111 analyzer. The physician complained that this customer's crep results were lower than other laboratories using different methods. The customer had five samples drawn at the same time and tested in five different laboratories. The patient's initial crep result was 1.25 mg/dl and it was reported outside the laboratory. The first repeat result from the c111 was 1.39 mg/dl. The second result from the c111 was 1.25 mg/dl. The third repeat result from the c111 was 1.42 mg/dl. On (B)(6) 2013, the patient's sample was sent to another laboratory and tested on an au640 enzymatic method and the result was 1.8 mg/dl. On (B)(6) 2013, the patient's sample was sent to a third laboratory and tested on an a15 colorimetric method and the result was 1.5 mg/dl. On (B)(6) 2013, the patient's sample was sent to a fourth laboratory and tested with a kinetic method and the result was 1.55 mg/dl. The patient's sample was sent to a fifth laboratory and tested with a kinetic method and the result was 1.7 mg/dl. It was unknown when this sample was tested. There were no adverse events. The crep reagent lot number and expiration date were not provided. The c111 was successfully re-calibrated and quality control was within range.

Manufacturer narrative:
This event occurred in (B)(6). No information was provided on the specific part number involved in this event.